Event description:
A 28 mm diameter x 16 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of a 6 cm abdominal aortic aneurysm. The infrarenal neck mesured 25 mm in diameter and there was ectasia of proximal iliac arteries. It was reported the stent graft was implanted approximately 3 years and 8 months ago after which there was good placement and no evidence of a type 1 endoleak. At the 2 year follow-up the stent graft there was 6 mm distal migration of the stent graft reported; however, the stent graft was well seated within the infrarenal neck, there was no endoleak present and no intervention was performed. At the 3 year follow-up the stent graft was found 15 mm below the level the left renal artery and the aortic neck now measured 27 mm in diameter. Two months later another manufacturers' 32 mm cuff was implanted and dilated with a balloon. There was good position of the stent graft and the endoleak resolved. No additional clinical sequelae were reported and the patient is fine.